Manufacturer narrative:
No injury was associated with this incident but one MDR is being submitted because if this malfunction were to recur it may lead to inhalation of the unmixed particles by the doctor or patient. No product was returned; an evaluation on the retain sample was performed and found to meet product specifications.

Event description:
A customer stated that after mixing a tytin capsule in an amalgamator and opening it up, the mercury was not mixed with the silver powder. The contents spilled out over the operation area.